Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced phrenic nerve stimulation in all configurations. The left ventricular lead was replaced.